Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sinus infections, sore throats, coughing, chest pressure, headaches, fever, nasal/throat irritation or soreness, underwent stress test. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to bipap device's sound abatement foam. There was no report of patient harm or injury. The patient has alleged sinus infections, sore throats, coughing, chest pressure, headaches, fever, nasal/throat irritation or soreness, underwent stress test. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. Dust/dirt contamination was found under where ui knob would sit. Humidifier flip lid retention clip was broken. Humidifier bottom enclosure screws appear to be corroded or have mineral deposits. Ui knob and dry box were missing. Significant dust/dirt contamination was found on the blower impeller and on and in the sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 5 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation in the base unit, but did observe excessive dust/dirt contamination in the air path, likely from a source external to the device. Sections d4 (additional device information) and h4 (device manufacturer date) were incorrectly reported in the initial report, which were correctly updated in this follow up report. Section h6 were updated in this report.